Manufacturer narrative:
The device was not received by anspach. The device was not evaluated. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the maude database stating "surgeon was working in the cervical disc area holding the black max when the tubing just above the handpiece exploded and air rushed out. The damaged tubing was replaced with a new hose and contaminated areas were cleaned and covered. There was no additional information provided.